Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Initial reporter name and address: address information was not able to be obtained, therefore, nj was used as a place holder. Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).

Event description:
It was reported that the unspecified bd infusion set is coming apart. The following information was provided by the initial reporter: they all seem to be coming apart somewhere in the set. It seems like the glue is not working on our sets.

Event description:
It was reported that the unspecified bd infusion set is coming apart. The following information was provided by the initial reporter: they all seem to be coming apart somewhere in the set. It seems like the glue is not working on our sets.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint of glue not working on sets could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the material and lot number are unknown. The root cause of this failure could not be identified without a failure investigation.